Event description:
(B)(4). Had them placed in 2011. 3 months after being placed started a rash and pelvic pain, years to follow I'm losing my hair very bad brain fog back and pelvic pain, lack of wanting sex, I cant orgasm, migraines, painful periods, no energy, body aches, and a miscarriage!